Manufacturer narrative:
Device evaluation of battery sn (B)(6) has been completed. The reported problem (will not power on monitor) was isolated to the battery housing being damaged. The root cause for the damaged housing was physical abuse. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery sn (B)(6) has been completed. The reported problem (service code displayed) has been confirmed. As received, the battery was unable to fit into a monitor and was displaying multiple service codes. The cause for the failure was isolated to bent pins in the battery connector, causing the communication errors. The root cause for the bent pins could not be positively identified. There was no adverse event that resulted from the damaged battery. Device evaluation of battery sn (B)(6) has been completed. The reported problem (will not power on monitor) was isolated to the battery housing being damaged. The root cause for the damaged housing was physical abuse. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.